Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information related to the procedure and its completion, but the customer didn¿t provide the answer. It was reported to philips that device suddenly lost power during preparation of a procedure. The customer didn¿t require for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system suddenly lost power, causing the equipment was shut down and stopped working. No harm was reported to philips. The device was in clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. Philips tried to collect information related to the procedure and its completion, but the customer didn¿t provide the answer. It was reported to philips that device suddenly lost power during preparation of a procedure. The customer didn¿t require for philips evaluation and repair service. As the customer decline the service request no additional information was retrieved and no work performed by philips. The codes were updated based on the investigation outcome. Evaluation method code was corrected. The manufacture date, serial number and the product UDI have been updated.